Event description:
The pt has presented with a painful hip along with considerable leg length discrepancy. It is unk whether the leg length shortening on the operated side has been long term. The acetabular cup was well fixed and required substantial effort to remove. The s rom femoral stem was removed leaving the original proximal sleeve in situ.